Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026 due to bent tubing. No further information available.